Event description:
It was reported that during an implant procedure, a right atrial lead was attempted, but not used due to a performance issue; another lead was implanted. Follow-up was conducted with the physician's office to determine the issue however, no additional information was obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed the distal conductor was distorted due to over-rotation. Visual analysis noted the lead was damaged at implant. (B)(4).